Event description:
A false positive advia centaur troponin ultra result was reported to the emergency room by the customer. The pt was started on a nitrate drip. The pt was redrawn by the nurse and the troponin result was negative. The customer performed repeat testing on the initial sample and the redrawn sample and the troponin results were negative. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse aligned the sample probes, replaced the pinch valve. The cause for the discordant advia centaur troponin results is unk. The instrument is performing within specifications. No further evaluation of the device is required.